Event description:
Customer performed a blood glucose test in the morning and took insulin. The customer was found 3 hours later unconscious. The customer stated that there have been several incidents where they were unconscious and paramedics were called. The customer stated they received glucose IV's. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.